Manufacturer narrative:
Eval of the device revealed that the vamp tubing was detached from the reservoir bond. Adhesive was visible at the tubing bond area. Examination revealed that the detached tubing was bent near the tubing bond. Measurement of the tubing outer diameter was within engineering specifications.

Event description:
It was indicated in the medwatch report that there were (other occurrences); however, there were no formal reports documented in the hosp. The complaints have been recorded in the edwards lifesciences complaint system, even though they are not formally documented at the hospital. Follow-up with the reporter indicated that there are no pt complications; no intervention was reported. Due to the reporter's opinion, a medical device report is being filed for the occurrence in 2007.